Event description:
During a cardioneuroablation (cna) procedure, an effusion occurred requiring a pericardiocentesis. Ablation was performed (using ensite x voxel mode) in the right and left atrium (la) after creating the map with hd grid. When returning to the la to check pulmonary vein isolation, the physician listed his transseptal and caused a pervasive effusion. An echocardiogram revealed an effusion for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.